Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, perhaps overheating of bone, pain, inflammation, mobility.